Manufacturer narrative:
Other text: b5: additional information received on 18-nov-2022 via email and attached to complaint object: no, pump was not in use with a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps beeping and has a broken syringe plunger driver.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. The right corner of the top case was chipped, and both plunger cases were badly cracked. An error code was present in the event history log (ehl). After the power up test, audio test and visual inspection, the customer reported issue was not confirmed, no primary audible alarm could be duplicated, and the adc counts were within specification. Yes, the plunger cases were both badly cracked and broken. The root cause of the reported event is undetermined as no fault was found however, customer impact or mishandling would be attributed to the damaged cases. No action was taken since no problem was found however, the plunger case assembly was replaced. Power up process, preventive maintenance, audio test and all functional tests were performed which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).